Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
It was reported that there was a possible problem with the implantable neurostimulator (ins). The patient stated when she had her ins replaced the first time it was earlier than expected.